Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, physical damage related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue.